Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient line of the homechoice cassette and the peritoneal dialysis (pd) transfer set. This occurred during priming of peritoneal dialysis therapy. The transfer set remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The patient line connector was connected and disconnected by hand to an in-lab female connector with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.